Manufacturer narrative:
Upon receipt, the device underwent bench testing, during which it was determined that the AED failed to power on. Evaluation confirmed that the main board u22 component was cracked. Further investigation indicated that excessive force or pressure had been applied to the case top, resulting in the damage.

Event description:
A customer reported that their AED's asi is flashing red, and the AED will not power on. The customer did not report this occurring during patient use.